Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing episodes due to post-paced t-waves oversensing were noted. Device reprogramming is anticipated. The patient is in stable condition and is being monitored.